Event description:
It was reported that the customer was admitted to the hosp for diabetic ketoacidosis. The customer stated that the cannula was bent and his pump had not alarmed and that there was an occlusion. Troubleshooting was performed. The insulin pump passed the tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.